Manufacturer narrative:
Currently, it is unknown to what extent the device #1 may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient "underwent an additional surgery to repair the hernia defect and remove the old mesh which had "balled up"." Medical records were not provided and the description does not clearly define which device was removed and "balled up" (device #1,device #2, or both). Additionally, it is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Details or reason for additional revision surgeries of (B)(6) 2016 and (B)(6) 2017 are not provided; therefore, conclusions on revision surgeries cannot be made at this time. This emdr represents the bard ventralex st device #1. An additional emdr was submitted to represent the bard ventralex st device #2. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for repair of an umbilical hernia and ventral incisional hernia. Two bard/davol ventralex st hernia patch meshes, reference numbers (B)(4) and lot numbers huwe1029 (device #1) and huwc0761 (device #2) were implanted to repair the hernia defect. On (B)(6) 2016: the patient underwent and additional surgery to repair the hernia defect and remove the old mesh which had "balled up." On (B)(6) 2016 and (B)(6) 2017, the patient also suffered from additional revision surgeries. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch.

Manufacturer narrative:
Currently, it is unknown to what extent the device #1 may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient "underwent an additional surgery to repair the hernia defect and remove the old mesh which had "balled up"." Medical records were not provided and the description does not clearly define which device was removed and "balled up" (device #1,device #2, or both). Additionally, it is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Details or reason for additional revision surgeries of (B)(6) 2016 and (B)(6) 2017 are not provided; therefore, conclusions on revision surgeries cannot be made at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of explant and manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 6 months post implant of ventralex st mesh, patient was diagnosed with hernia recurrence and adhesions thereby underwent repair. The instructions-for-use supplied with the device list adhesion as a possible complication. Updated fields: a2, b4, b5, b7, e3, g1, g3, g6, h2, h6, h10, h11. Corrected fields: d.6b (explant date), h4 (manufacturing date). This supplemental emdr represents the ventralex st (device #1). Additional supplemental emdr was submitted to represent the ventralex st (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for repair of an umbilical hernia and ventral incisional hernia. Two bard/davol ventralex st hernia patch meshes, reference numbers (B)(4) and lot numbers huwe1029 (device #1) and huwc0761 (device #2) were implanted to repair the hernia defect. (B)(6) 2016: the patient underwent and additional surgery to repair the hernia defect and remove the old mesh which had "balled up." . (B)(6) 2017, the patient also suffered from additional revision surgeries. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with incarcerated ventral incisional hernia and incarcerated umbilical hernia thereby underwent open repair with the implant of two ventralex st meshes (device #1 & #2). Per operative notes, ¿a midline vertical supraumbilical incision was created and a large hernia sac was noted somewhat superior to the umbilicus. A ventraiex st mesh (device #1) was then placed and was secured with suture. Attention was then directed to the umbilical hernia repair. A large hernia sac was identified and dissected free from the umbilical skin. A ventralex st mesh (device #2) was then placed and was secured with suture.¿ (B)(6) 2016 - patient was diagnosed with morbid obesity and two recurrent ventral hernias thereby underwent laparoscopic repair with removal of mesh (device #2). Per operative notes, ¿the incarcerated omentum in the hernia was reduced. The mesh (device #2) at the umbilicus hernia was completely balled up and was removed.¿. (B)(6) 2016 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent laparoscopic hernia repair. Per operative notes, ¿all the omental adhesions were taken down. This repair was then reinforced with synthetic mesh.¿. Attorney alleges that the patient had hernia recurrence, mesh shrinkage, pain, lysis of adhesions, contracted and balled up mesh resulting in meshoma.